Event description:
A customer reported to baxter corporate product surveillance a clearlink pacitaxel solution set in which a leak was observed from the filter area. According to the report, the sets are pre-primed in the pharmacy and can sit for 2/3 days. The leak occurred about five minutes after therapy was initiated. The facility could not specify if the leak originated from the filter. The medication taxol was being administered. The tubing was changed out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention related to this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.